Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices is currently in progress

Event description:
On (B)(6) 2016 the patient underwent an endovascular procedure with the placement of a gore® excluder® aaa endoprosthesis connecting to a previously implanted non-gore custom fenestrated device (fevar). Following the procedure the patient was diagnosed with a type iii endoleak at the overlap zones of the fevar and the excluder device. On (B)(6) 2016 an aorto-iliac angiogram and coda balloon angioplasty was performed. On (B)(6) 2016 no endoleak was detected on duplex ultrasound. On (B)(6) 2016 the aneurysm measured 46mm, by ultrasound. On (B)(6) 2016 the patient was discharged from the hospital.

Manufacturer narrative:
Results code: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and reoperation .